Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
The rechargeable implantable neurostimulator (ins) was implanted in a difficult area for the patient to recharge. Due to the location the patient wanted a non-rechargeable ins. The ins was replaced with a non-rechargeable ins. If additional information is received, a follow up report will be sent.

Event description:
The company representative confirmed that the patient was changed to a non-rechargeable from a non-rechargeable. The patient asked about a rechargeable device but due to the location of the battery it was possibly not conducive for recharging purposes.

Manufacturer narrative:
(B)(4).